Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unknown reading issue with the use of the adc freestyle libre sensor which led to a medical event. The customer further reported experiencing unspecified hypoglycemia symptoms and was unable to self-treat. The customer was taken to the hospital by an ambulance where he received unspecified treatment. No treatment details were provided and no further information was reported. There was no report of death or permanent impairment associated with this event.